Event description:
It was reported to philips that the wireless footswitch was not working. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) inspected the system remotely and confirmed the issue. The fse assisted the customer in coupling a new footswitch with the base station, but the base station did not pair with the footswitch. A new base station was ordered and was replaced by the customer themselves. However, the footswitch and base station again did not pair. Troubleshooting determined that the footswitch had an incorrect firmware version. The rse directed the customer to replace the wireless footswitch. The customer did so and replaced the footswitch themselves. After replacing the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.